Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error multiple times and the customer is now in the hospital with diabetes ketoacidosis. Customer's blood glucose reading at the time of the hospitalization was noted to be 404 mg/dl. Customer stated that they were getting motor error alarms and that is when they woke up and went to the emergency room. Troubleshooting was performed and the drive support cap was noted to be normal. Customer was also able to rewind the insulin pump. Customer's blood glucose reading at the time of the incident was 385 mg/dl. Customer was advised to revert to a backup plan and the insulin pump is being replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case on the display window corners, minor scratches on the lcd window, a broken reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.